Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device will not turn on/device not functioning. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that pil initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. The device rebooted 5 times then powered with a blank white screen. Manufacturer used a known good, supplied ui panel and repowered device. Device had a normal screen and initiated therapy. Pil then verified airflow with no additional errors. Possible faulty customer ui panel/display. Pil observed the following from an external and internal inspection. Unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam), at the air inlet of the blower box. Unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam), in the iso port (international organization of standardization.) Dust-like contamination on top of the blower box, the top and bottom of the blower motor, and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown white, and tan contamination (dust-like) in the bottom of the blower box. Black contamination (dust-like), (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. During the evaluation, 10 errors were logged. The source of contamination was external to the device. Manufacturer was able to confirm the complaint of device will not turn on/device not functioning. Possible faulty ui panel/display.